Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that there was difficulty with telemetry at the follow-up of this device, and it was not possible to interrogate with a different programmer. A magnet was applied and the connection was successful. The device was interrogated. No adverse patient effects were reported.